Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 484 mg/dl on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged a day later, (B)(6) 2026, with the issue resolved and no permanent damage.